Event description:
Consumer stated that the armpads on her 1392kd toilet safety frame have allegedly cracked. No injury alleged. Consumer is utilizing this device due to recovering from knee surgery. Malfunction has not been confirmed.